Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the distal tip. No material was found missing. The components adjacent to the broken main tube do not show damage. The instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 1.09mm x 2.98mm was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had damage near the junction. The procedure was completed with no reported injury.